Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh, the uphold vaginal support system, and the pinnacle pelvic floor repair kit were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh and bso. It was reported that the patient experienced pain, urinary problems, vaginal scarring, erosion, bowel problems and neuromuscular problems. It was reported that patient underwent mesh removal on (B)(6)2012.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (enter date) and a mesh was implanted, concurrently with anterior and posterior repair, vaginal sacral colpopexy and urethral sling due to symptomatic pelvic organ prolapse (grade iii cystocele and grade iii rectocele/enterocele and procidentia as well as decreased urethral coaptation). The patient underwent anterior and apical repair with biological mesh (xenform fetal bovine acellular dermis), vaginal colpopexy, and removal of mesh extrusion on (B)(6) 2012 due to recurrent pelvic organ prolapse with vaginal mesh extrusion. No additional information was provided.